Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received one inappropriate shock for paroxysmal atrial fibrillation with rapid ventricular response. The patient's medication was adjusted. No further patient complications were reported as a result of this event.